Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial number was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
(B)(4): according to the black box review, a reboot occurred. The battery compartment is cracked between the finger pad and the case seal. Inspection shows moisture corrosion in the battery compartment and there was battery compartment leak. The battery cap was intact and the pump powers on normally and was exercised for 24 hours successfully. The daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. The black box review shows evidence of basal delivery interruption.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient woke and had elevated blood glucose (bg) reading "high" on the meter. The pump reportedly emitted a replace battery alarm that the patient did not hear during the night. The pump lost power as a result of the dead battery and was not able to deliver the patient's basal insulin. The reporter stated there was a crack in the pump case and corrosion in the battery compartment noted approximately three ago. The reporter stated the corrosion was cleaned out of the battery compartment and the pump had been giving replace battery and low battery alarms ever since then. The reporter stated the patient began using a loaner pump and the elevated bg resolved. This complaint is being reported because the patient experienced elevated bg while knowingly using a damaged insulin pump.